Event description:
During a follow up the home patient (hp) stated that she received a transplant on (B)(6) 2010 so she is no longer doing therapy. The hp stated that she set everything up and went to bed. At some point she turned over and the bag fell and she became disconnected. The hp disconnected and ended therapy for the night. The hp stated that the next day she notified her nurse. The hp did not feel that there was anything wrong with the baxter product.

Manufacturer narrative:
The condition of channel a select key does not work was confirmed and duplicated. The reported condition is due to fluid ingress and corrosion that was found on the channel select key traces on the channel a pump head module keypad. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Event description:
On (B)(6), 2010 the facility representative reported to baxter global technical services one colleague infusion pump in which the channel a select key does not work. The reported condition occurred during programming/setup in the ccu department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
Additional information: a service history review indicates that the device has been previously serviced for the reported condition of channel a select key does not work. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).